Event description:
It was reported that the customer passed away. The last blood glucose reading recorded in the glucose meter was on (B)(6) 2014. The husband stated that the customer died of ischemic bowel. The customer was disconnected from the insulin pump two days before passing. Advised the caller to have a functioning battery left in the insulin pump, otherwise critical data may be lost. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.